Event description:
A customer observed lower than expected vitros myoglobin quality control results on a vitros 5600 system. Vitros myoglobin results of 63.36, 51.69, 50.09 vs. Expected result=73.4 ng/ml were obtained from the biorad level I control fluid. Vitros myoglobin result of 205.24 ng/ml vs. Expected result= 277.5 ng/ml was obtained from the biorad level ii control fluid. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. Unexpected patient sample results were not observed as a result of this event and there was no report of patient harm. This report is number one of two MDR's for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint number# 1379940 / ivd# 260383.

Manufacturer narrative:
The investigation confirmed that a customer observed lower than expected vitros myoglobin quality control results on a vitros 5600 system. There is no evidence to suggest that the reagent lot in use contributed to the event. An ocd field engineer performed service actions to several analyzer subsystems. The customer verified that the analyzer was operating as expected following service actions. Root cause of the event could not be determined. However, an analyzer related event cannot be ruled out as a contributing factor.